Manufacturer narrative:
The returned controller passes visual and functional testing. System testing did not indicate any abnormal operation of the controller. Both power ports perform proper mating and lock actions when the power sources are connected. The power connections with the controller are reliable. Analysis of con185772 confirmed that it had not received an smr upgrade. Log file analysis revealed multiple premature switching events. Bat050575, bat051039, bat203924, and bat204984 participated in these premature switching events. Log file analysis also revealed multiple critical battery alarms. Bat051037, bat051039, bat050926, bat203924, bat204132, and bat204984 participated in these critical battery alarms. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02631, 02632 and 02633) submitted for devices related to the same event.

Manufacturer narrative:
Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02631, 3007042319-2015-02632 and 3007042319-2015-02633) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The IFU and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of 3 reports (3007042319-2015-02631, 02632 and 02633) submitted for devices related to the same patient.

Event description:
It was reported that the "patient recognized that the controller changed from one power port to the other one before batteries are down to 25%." After review of "log files from manufacturer representative: some critical battery alarms detected and recommended to exchange two batteries and the controller." An elective controller exchange was performed and it was stated that there were no "effects on the patient, and that the patient was doing fine the whole time, without any symptoms." It was said the equipment was "replaced from hospital stock." No additional information provided. Investigation is ongoing.